Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: catalog number, serial number, UDI, g5, and h4 are unknown.

Event description:
It was reported that the pump exhibited intermittent hip alarms. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to a downstream blockage, kink in the fluid path, or a closed tubing clamp; if not, the dso sensor may not be operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).